Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for one of two product issues with the same patient. The other event has been reported under MDR# 1036844-2016-00097.

Event description:
It was reported that the color-coded luer hub cracked during use.